Manufacturer narrative:
The reported field event of the programmer emitting a strange smell and smoke was confirmed in the laboratory. The programmer was disassembled and internally inspected for sources of smoke. A component on the power supply board overheated which carbonized the surrounding area of the pcba. During analysis, a failure event was observed which was unrelated to the reported event. The programmer was plugged into a working outlet and the power on function was performed. The unit powered up correctly, but the power supply fan was not spinning. Foreign material was found to be jammed in the fan, preventing it from spinning. This is likely the root cause of the overheated component on the power supply.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device check a strange smell and smoke was noticed emitting from the programmer. After collecting the programmer, it was then plugged back in after approximately 30 minutes, an acrid smell and smoke was noted. The programmer was immediately unplugged to allow it to cool down.